Event description:
It was reported that the stimulation turned on by itself. The stimulation was very uncomfortable and shocks pain when the patient mo ved. The patient had the device off for over 2 years. The patient worked on phone lines and the device turned on. The patient was getting mild to medium jolting. The patient got a coworker to give him a ride home and he turned the device off himself. The patient could not drive home to get the programmer himself because of the intermittent shocking. Eight years later the patient reported that he was near emi which caused a shocking sensation and he had to run home to turn the implantable neurostimulator (ins) off. The patient stated that he experienced spasms and occasionally fell down because of it. The patient stated that he was not near emi when that occurs.

Manufacturer narrative:
Concomitant product: product ID 3587a, lot # l49163, implanted: (B)(6) 1998, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension. (B)(4).